Event description:
On the right ventricular (rv) lead. It was noted that the rv lead was a competitor's lead. Technical services (ts) reviewed the device data and confirmed that there was a sudden jump in shock impedances that measured greater than 125 ohms. Ts discussed possible causes with the hcp and recommended the patient be scheduled for an in person visit for further evaluation of the device and rv lead integrity. At this time. The ICD and rv lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).